Event description:
It was reported that, the pacemaker system triggered a lead safety switch (lss) due to high impedances out of range on this right atrial (ra) lead. This ra medtronic 4076 (B)(6) lead exhibited noisy signals and the intrinsic amplitude was out of range. The clinic was not able to reproduce the noisy signals. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).